Event description:
It was reported to philips healthcare that the heartstart mrx froze at opcheck during charge button test.

Manufacturer narrative:
Pr # (B)(4). A follow up report will be submitted upon completion of the investigation.